Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that in (B)(6) of 2020, the end user had a stomal laceration and bleeding. She underwent a colonoscopy resulting in prolapse of distal loop of transverse stoma and hemostasis was achieved. The stomal laceration was healed within a week using hydrofera blue and eakin seals. The end user continued to use the product. Reportedly, the end user's reversal is scheduled for (B)(6) 2020. No photo is available at this time.